Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during lead implant procedure, lead dislodgement was observed on the lead. Physician attempted to unscrew the screw however was unsuccessful. Lead was explanted and a new lead was implanted. Patient was stable post procedure.